Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery a breakage of the device occurred during the placement in the femur to fix the kenneth-jones anterior cruciate ligament graft. The broken parts were retrieved from the patient. The surgeon used the dedicated fast thread tap to prepare the bone tunnel as well as possible. As a last resort, the surgeon had to opt for a cortical fixation with an abs button mounted on the traction wires of the kenneth-jones bone rod. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1588tb-1). The surgical technique was switched to a cortical fixation with button. It was not necessary to do a second surgery.